Manufacturer narrative:
(B)(4). The device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that the device would not open distally. The device was pulled out and discarded. A new device was used to complete the procedure successfully. No patient complications were reported. No further information was provided.